Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm while administering a bolus. The customer's blood glucose level was not impacted. Reportedly, the customer was able to administer a bolus with the same supplies without the occlusion alarm reoccurring.